Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the under infusion was not identified by bd tech support during the customer call. There was no sufficient sample to escalate sd dchu.

Event description:
It was reported there was an under infusion of ketamine. Per report the customer states "went into room 1 ml ketamine left and wasted alleged under infusion at .762 ml hr. Ran .7 ml/hr for one hour and only received .357 on scale". There was patient involvement, but unknown harm. Although requested no additional information will be provided by the customer, no devices will be returned.